Event description:
The report from the affiliate indicated that approximately eight-nine (8-9) hours after the index procedure, the patient complained of chest pain. Coronary angiography was done and thrombus was observed in the previously implanted cypher 3.0 x 23 mm stent (cypher stent #1). The stent was implanted in the mid left anterior descending target lesion. The acute thrombosis was treated by aspiration. Ivus was done and confirmed a plaque at the distal end of the stent and a flap at the proximal portion of the stent. The proximal lad was treated by implantation of an additional unknown cypher stent (cypher stent #2) at 20 atm. The distal plaque at the level of the first (1st) diagonal was treated by balloon angioplasty using an ikazuchi balloon. Another unknown cypher stent (cypher stent #3) was implanted in the 1st diagonal at 20 atm by t-stenting. The stent was post-dilated with a hiryu balloon at 20 atm. The physician's comment regarding the possible cause of the thrombotic event was that the proximal portion of the stent was under-dilated and that the target lesion had plaque that was not covered by the stent.

Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction (ami). Thrombolytics were not administered. A lesion was noted in the mid lad. The target lesion was reported to be: de novo, eccentric, 20 mm in length, 3.0 mm vessel diameter, and type b2. The lesion was pre-dilated with an ikazuchi 3.0 x 15 mm balloon. A cypher 3.0 x 23 mm stent was implanted at 18 atm for 30 sec and 20 atm for 30 sec. The stent was not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. An act was not measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.